Event description:
The suspect device results were lower than the lab. The device results were 175 and 198 mg/dl and the corresponding lab results were 355 and 445 mg/dl. No pt treatment alleged. Controls were in range. The reporter declined to have the product replaced.